Manufacturer narrative:
09/02/2015 a medtronic representative performed an imaging system check-out, imaging, cable grade and safety inspection areas passed. Mechanical test failed, burning smell detected. Return requested. Replacement pcba (B)(4) pfc board 1000 shipped to site 09/02/2015. On 09/03/2015 a medtronic representative performed an imaging system check-out, imaging, cable grade and safety inspection areas passed. Mechanical test failed, bad smell from system. Replaced pcba (B)(4) pfc board 1000. Issue resolved. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, before the start of a spine procedure, the site staff brought the imaging system into the operating room (or) and reported they could smell a burning smell. This occurred prior to a patient being present. The surgeon opted to continue the procedure without the use of the navigation system and without the imaging system. A c-arm was brought in to continue and complete the procedure. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the reported issue was confirmed. The pin 1 lead on t1 on the pcba board has been stressed with heat. As previously reported the board was replaced to resolve the issue.